Manufacturer narrative:
INVESTIGATION CONCLUSION PENDING COMPLETION OF INVESTIGATION ACTIVITIES.

Event description:
THE CUSTOMER REPORTED A FALSE NEGATIVE RESULT WHEN TESTING A PATIENT SAMPLE WITH THE HENRY SCHEIN ONE STEP+ HCG URINE CASSETTE TEST. THE CUSTOMER STATED THAT THE PATIENT WAS MORE THAN FIVE MONTHS PREGNANT. A TEST LINE EVENTUALLY APPEARED, BUT ONLY AFTER 10 MINUTES. THE TEST WAS REPEATED WITH THE SAME RESULT. NO ADVERSE EVENTS WERE REPORTED.

Event description:
The customer reported a false negative result when testing a patient sample with the Henry Schein One Step+ hCG Urine Cassette Test. The customer stated that the patient was more than five months pregnant. A test line eventually appeared, but only after 10 minutes. The test was repeated with the same result. No adverse events were reported.

Manufacturer narrative:
D9, H3, and H6 updated to document receipt and testing of returned product. Investigation Conclusion:Retained and returned devices from the reported lot number were tested with QC positive standards (25 mIU/mL) and high-hCG clinical urine samples (204.75¿500 IU/mL). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing.The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified.Complaint details indicate that the results were read at 5 minutes. As stated in the directions for use, the results should be read at 3-4 minutes. While incorrect read time cannot be positively identified as the root cause of the reported issue, it is important that the results be read at the time indicated in the package insert. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retained or returned product. Complaints are tracked and trended on a monthly basis.Per the package insert:¿ Read the result at 3-4 minutes. Do not interpret results after the appropriate read time.¿ Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hCG. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested.¿ False negative results may occur when the levels of hCG are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested.¿ This test reliably detects intact hCG up to 500,000 mIU/mL. It does not reliably detect hCG degradation products, including free-beta hCG and beta core fragments. Quantitative assays used to detect hCG may detect hCG degradation products and therefore may disagree with the results of this rapid test.